Manufacturer narrative:
Device evaluation: returned product evaluation found the lens returned dry in gauze with clear surgical residue on product. Visual inspection found the lens haptic torn and missing piece of the haptic. (B)(4). Work order search: no similar claims were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a micl13.2, -6.5 diopter, implantable collamer lens was implanted in the patient's left eye on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to pupillary block causing elevated iop. The reporter indicated the patient had excessive vault, narrowing of the angle, angle closure and shallowing of the acd. The patient's reported condition at the time of the last visit on (B)(6) 2017 was 20/70 bcva, normal iop and corneal edema.

Manufacturer narrative:
At the time of surgery patient was (B)(6) and per dfu indications visian implantable collamer lenses (vicl) are indicated for use in phakic eye treatment in adults (B)(6) of age. There is no significant safety and effectiveness data to support implantation in such patients. (B)(4).

Manufacturer narrative:
Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).